Manufacturer narrative:
An event regarding hematomas post tka involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: it is reported that the patient had hematomas post tka. The exact cause of the event could not be determined as insufficient information was provided. Further information such as such as product return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient (B)(6) had a total knee arthroplasty on (B)(6) 2016. I was contacted on (B)(6) that patient (B)(6) was to undergo an incision and drainage and possible tibial insert swap procedure at the end of the day. Dr. (B)(6) was sure the patient had a hematoma because postoperatively the patients wound had cease to drain. He wanted to obtain cultures to rule out infection. Dr. (B)(6) was pretty sure this patient had a hematoma based on what he had observed during the incision and drainage. The original cs poly insert (5531-g-509/lot#lfd025) was removed and a new cs poly was inserted. (5531-g-509/lot#lem230).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient (B)(6) had a total knee arthroplasty on (B)(6) 2016. I was contacted on (B)(6) that patient (B)(6) was to undergo an incision and drainage and possible tibial insert swap procedure at the end of the day. Dr. (B)(6) was sure the patient had a hematoma because postoperatively the patients wound had cease to drain. He wanted to obtain cultures to rule out infection. Dr. (B)(6) was pretty sure this patient had a hematoma based on what he had observed during the incision and drainage. The original cs poly insert (5531-g-509/lot#lfd025) was removed and a new cs poly was inserted. (5531-g-509/lot#lem230).